Event description:
It was reported that a 42-year-old caucasian female patient underwent a breast surgery with a 475cc mentor memorygel breast implant and experienced a breast mass on the right side post-operatively. It was mentioned that the breast mass was near the areola. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 05, 2024, the mentor failure analysis lab has received the device for evaluation. The date of device explantation was updated to (B)(6) 2024. On august 06, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On august 19, 2024, mentor received additional information reporting that the patient replaced the device with a mentor smooth round moderate plus profile silicone gel breast prosthesis (lot number 9885990). Manufacturer¿s reference number: (B)(4).